Manufacturer narrative:
Additional manufacturing narrative: additional manufacturing narrative (if other): the returned device was evaluated. Visual inspection revealed no external damage. The device was able to power on via both battery and ac power. The device was powered on for two (2) hours for testing and had no unexpected disconnects or intermittent connections. Application of twisting and raw force to the device while in the docking station resulted in no disconnections from the pins to the rds connector. All audible and visual alarms were functioning as designed. No internal defects were found.

Event description:
The customer reported the device had sticky pogo pins. While in the rds docking station the device would intermittently shut down if touched and did not provide an audible error message. No patient impact or consequences were reported.